Event description:
The plaintiff's attorney alleged that decedent experienced cardiac arrest on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.